Manufacturer narrative:
Approximate age of device - 1 year, 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced a syncopal episode and fell face first to the ground. The patient reported waking up in a puddle of blood before being taken to the emergency department. A computed tomography (CT) brain scan was performed upon admission and revealed a small subdural hematoma (sdh) along falx cerebri. The scan showed thickening along the left aspect of the falx cerebri and an age-indeterminate nasal bone fracture. A repeat CT scan four hours after admission revealed an "interval decrease" in size that may represent resolving subdural hemorrhage. Interval decrease in left parafalcine thickening which may represent resolving subdural hemorrhage. Probable nondisplaced fracture of the medial wall of the right maxillary. Neurosurgery was consulted, aspirin and warfarin were held for 1 week. No acute neurological changes and mental status remained at baseline. Neurosurgery followed but signed off once sdh improved. Additional information has been requested but not received.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported syncope and subdural hemorrage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient reported that fall was mechanical (couldn't feel the ground and tripped) and denied any preceding symptoms.